Event description:
Upon review of a vns patient's programming history, it was observed that a faulted systems diagnostic test occurred on the date of generator replacement surgery on (B)(6) 2007. A final interrogation was not performed on (B)(6) 2007. The faulted test caused the settings to change to unintended parameters, as evidenced upon initial interrogation on (B)(6) 2007. The patient's intended output current was 0ma. The output current was therefore reprogrammed to 0ma on (B)(6) 2007. The patient's settings were programmed to an output current of 1.0ma on the next visit on (B)(6) 2007. No other anomalies were observed during the programming history review.

Manufacturer narrative:
Analysis of programming history.